Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device batch number associated with this event is not known. The following is possible batch number: pbe650.

Event description:
It was reported that a pt underwent a bilateral inguinal herniorrhaphy procedure on (B)(6) 2002. The pt states that the he had diarrhea immediately post procedure and it has not stopped since then. The surgeon referred the pt to an allergist for possible allergy testing.